Event description:
It was reported that the ambicor penile prothesis (app) was explanted due to a bulge in both cylinders. The patient was unable to deflate the cylinders, and fluid loss from the device was identified. The device was explanted and replaced. No patient complications were reported.

Event description:
It was reported that the ambicor penile prothesis (app) was explanted due to a bulge in both cylinders. The patient was unable to deflate the cylinders, and fluid loss from the device was identified. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Update: h6: evaluation conclusion codes. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.